Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was electively explanted. To date, no adverse patient effects were reported with this clinical observation. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
This report will be updated upon completion of analysis.